Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. No additional information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/03/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box revealed data relevant to the complaint was overwritten due to continued pump use. A battery compartment crack was observed; the returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Correction: results and conclusion codes updated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.